Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded and no issues were identified. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.